Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the explore; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided. D4 model, catalog, serial and UDI numbers, g5 and h4: unknown as serial and item information have not been provided at time of reporting. G3: canada.

Event description:
It was reported that the pump was under delivering. Per reporter the pump was being used at a hematology-oncology clinic to deliver chemotherapy for outpatients either in a continuous or intermittent mode. When patients returned to the hospital, it was observed that there was remaining volume ranging between approximately 20-100 ml. Troubleshooting was attempted, however the result was that the pump would alarm in the middle of the night, especially with the intermittent mode. The issue was occurring on six (6) pumps. It was not reported if there were any adverse patient effects.